Manufacturer narrative:
(B)(4). Rusch greenlite blade mac 3 reported in MDR 8030121-2018-00025. The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges when using a green spex handle combined with a rusch greenlite blades the light is "flickering". Alleged issue reported as occurring during use. Customer reports a different blade was used. No report of patient impact or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The initial MDR submitted on 03/15/2018 was submitted in error. Two different employees from the same distributor reported the same event twice; therefore, this complaint will be voided as it is a duplicate.

Event description:
Customer complaint alleges when using a green spex handle combined with a rusch greenlite blades the light is "flickering". Alleged issue reported as occurring during use. Customer reports a different blade was used. No report of patient impact or consequence. Patient condition reported as "fine".